Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the packaging has outer damage. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03730, 0001825034 - 2018 - 03732, 0001825034 - 2018 - 03733, 0001825034 - 2018 - 03734.

Event description:
It was reported that the sterile packages were damaged, and debris was found in the sterile packages. Attempts have been made and additional information on the reported event is unavailable.